Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise and failure to capture. There were no known patient symptoms as a result of the anomaly. On (B)(6) 2019, the lead was capped and replaced successfully. The patient was in stable condition.